Event description:
A nurse reported that one month following an intraocular lens (iol) implant procedure, the lens was explanted. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. No lens damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the explant because a reason was not provided. No damage was observed. The lens dimensions are acceptable. The focal length and resolution are also acceptable. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).